Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) reported that beginning about a couple of months prior to the call they were starting to experience an annoying / bad headaches about a couple hours after charging their implanted neurostimulator (ins). When the headaches started they were not occurring every night, however now they were getting headaches every night after they charge up the implant. The pt ruled everything out as to triggers and the only thing left is the implant. The pt also reported that if they sit the wrong way, they feel a little shock, which also recently started a couple months prior to the call. The pt was redirected to their doctor for reprogramming and to further address the headaches.